Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). Device manufacture date: unknown. Investigation summary: our manufacturing facility received the affected sample for investigation. While evaluating the product we identified a syringe tip inside the syringe of the product, verifying the reported issue. We have concluded that the plastic piece was produced in the assembly station in the stack of the barrel feeder. Due to the incorrect alignment of the barrels in this process, it produced a ruptured tip which was then present in the barrel of the affected sample. Based on our stringent sample inspections we believe this was an isolated incident with a low probability of reoccurrence. Investigation conclusion: sample evaluation we have been provided with the affected sample. The evaluation of the sample showed a syringe tip inside the syringe, what confirmed the reported issue. Bhr review: n/a. Root cause analysis after analyzing the returned sample and discussing with our manufacturing technicians in charge of these product lines, we have concluded that the plastic piece was produced in the assembly station in the stack of the barrel feeder. The incorrect alignment of the barrels in this process produced the ruptured of the tip, which ended up inside another barrel. On the other hand, based on the preventive measures and our stringent sampling inspection, we are confident that this has been an isolated case and any probability of occurrence should be very exceptional. Confirmation the returned sample presented a broken tip inside the syringe. We could confirm the reported issue. CAPA determination: no - based on an evaluation of severity and occurrence it was determinate that no corrective action is required at this time.

Event description:
It was reported that the discardit¿ ii syringe w/o needle had a piece of plastic material inside the barrel. Found before use. No reports of serious injury or medical intervention noted.